Event description:
It was reported to technical services on (B)(6) 2012 that this lead was attempted to be explanted on (B)(6) 2012 due to infection. They were unable to get the lead out so it was cut and capped. The procedure took place at (B)(6) hospital dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).